Event description:
This lead was returned without documentation. Per biotronik rep craig robinson, this lead was discovered to be dislodged post-op. The physician removed the lead and replaced it with an active fixation linox sd 65/16. There are no adverse events reported for this pt.